Event description:
It was reported that the asymptomatic patient had several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing observed via merlin.net transmission. Programming changes were made. The patient was stable before and after the changes were made.